Event description:
Successful percutaneous transluminal coronary angioplasty in the first diagonal coronary utilizing a drug-eluting stent in 2003 (size 2.5 x 18 mm); dismissed on plavix 75mg x 30 days then discontinue. Asa 81mg every day, and coumadin 75mg every day; readmitted 2 days later with chest pain to heart catheterization; per procedure note -- "evidence of a clotted drug-eluting stent"; integrilin and heparin administered.